Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and potassium results on their cobas 6000 analyzer. The customer alleged there were six patients with discrepant results. The customer provided data for one patient with discrepant results that were reported outside the laboratory. The customer stated that during the first runs, the analyzer gave an ise noise alarm. The customer stated there was a problem with the ise reference solution. The reference bottle was empty, but the instrument showed it as not being empty. The patient's initial sodium result was 151 mmol/l. The repeat result was 141 mmol/l. The customer stated that there were no errors or flags accompanying these results. The patient's initial potassium result was 4.7 mmol/l. The repeat result was 4.1 mmol/l. The repeat results were issued as corrected results. According to the customer, there was no knowledge of any adverse events caused by these results. The sodium and potassium electrode lot numbers and expiration dates were not provided. The field service representative solved the problem by replacing the solenoid valve 28.

Manufacturer narrative:
This event occured in (B)(6).